Event description:
It was reported that, this pacemaker was found to be operating is safety mode. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the model and serial number is not available as the pacemaker was on security mode when the field representative scanned it and could not be retreat. The physician does not want to replace the device and no further action because the patient is not dependant, only stimulated 2% of the time. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this pacemaker was found to be operating is safety mode. This pacemaker remains in service. No adverse patient effects were reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.